Event description:
Add'l info rec'd from MFR 04/26/04: the device was received by alaris on 02/12/04. The incident reported to alaris was that air was noted 2 inches below the module and the device did not alarm. Reportedly there was no pt harm and the incident was not considered a hazard based on info provided by the customer. Upon review of the event log, it was determined that the air in line setting on the date of event was set at 250 microliters. This setting had a variance of (+50/-30) microliters accuracy. The device was tested according to protocol and was found to be within specification. Two inches of air passing the detector in macrobore tubing would be equivalent to 294 microliters of air, and would be within the specified range when the device is set up to detect 230 microliters. The device met specifications as configured. Conclusion: co was unable to detemrine cause of customer's experience with the info that was provided, and add'l info that was requested was not provided by the customer. No fault was found with the device and no further action was required.

Event description:
The IV pump did not alarm when the chemo infusion was complete. The infusion continued with air in the line through the chamber and 2 inches below the chamber without sounding alarm. The infusion was stopped by the nurse.